Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported by the customer that the unspecified bd insyte catheter was involved with a dirty needlestick injury. The following information was provided by the initial reporter: chemo unit was given insyte autoguard with blood control as a sub product due to a backorder with their original product (bd cathena IV). Staff was educated on the use of insyte autoguard but had some difficulties adjusting and today an rn had a needle stick injury. Rn did not understand when they should be pressing the button to retract the safety needle and as a result rn accidently pulled the needle out without engaging the safety feature.